Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured at rated burst pressure due to heavy tight calcification. The device was removed and completed the procedure with another of the same device. There were no patient complications reported. Patient was in good condition.

Manufacturer narrative:
Device evaluated by MFR. : fg maverick 2 mr, 2.50mm x 15mm was returned for analysis. Visual / tactile inspection identified multiple kinks along the hypotube. No kinks or damages. Microscopic analysis revealed no issues identified during a microscopic examination of the extrusion shaft. A detailed microscopic examination of the balloon material identified no damages. No tears or pinholes were observed in the balloon material. A microscopic examination of the tip section found no damage. Leakage test revealed that the device was attached to a pretested encore inflation unit (encore tested using a druck gauge). The balloon was inflated to its rated burst pressure (rbp) of 14atmospheres with no leaks noted. A vacuum was pulled and the balloon deflated without any issue. The balloon was inflated for three more occasions and on each occasion the balloon inflated to its rbp and maintained pressure with no leaks noted.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured at rated burst pressure due to heavy tight calcification. The device was removed and completed the procedure with another of the same device. There were no patient complications reported. Patient was in good condition.